Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that review of stored device memory in the remote home monitoring system noted that tachycardia therapy was programmed off for an unknown reason for this subcutaneous implantable cardioverter defibrillator (s-ICD). Further investigation found that the patient had attended a pre-operative appointment with a family member who also has an s-ICD. The family member's device was intended to be programmed off during the appointment. Review of data noted that the family member's device was scanned by the programmer, however, this device was also found by the programmer due to the patient being in close proximity, and was inadvertently selected and programmed off instead. The patient was brought into the clinic and tachycardia therapy was programmed back on. No additional adverse patient effects were reported. This product remains implanted and in service.